Event description:
During testing of an implanted internal defibrillator, pt was put into vfib. Internal defib fired twice without defibrillating the pt. External defib was attempted, but when shock button was pressed, no shock delivered and front screen went blank. Defib turned back on and charged to 360 joules and shock was delivered to pt successfully defibrillating pt. Pt stable post procedure. No harm.